Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and resolved the issue by dressing the home sensor wire out of the tip nozzle hose. The analyzer was operational. There was no further action required by the fse.

Event description:
This report summarizes <noe> 1 </noe> a malfunction event on the aia-2000 analyzer. The review of the event indicated that the aia-2000 analyzer experienced sorter error messages, which caused delayed reporting of critical patient results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.